Event description:
This rv lead was implanted on (B)(6) 1995 and still remains implanted at this time. It was noted on (B)(6) 2017 that electrogram shows noise on the ventricular-channel, a total of 53 non-sustained ventricular tachycardia events were stored since last follow up, assumption that all are not true ventricular tachycardias and are in fact noise. In (B)(6) 2016 device sensing for the ventricular-channel was changed from bipolar configuration to unipolar configuration due to a drop in ventricular sensed events. It was decided to leave the device in unipolar sensing with the occasional oversensing of myopotentials a more sustainable option than risking undersensing intrinsic rhythm. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).